Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedances measuring greater than 200 ohms. Review of the electrogram (egm) found no observations of noise. Technical services recommended further lead evaluation and to consider a commanded shock. At this time, the lead remains in service. No adverse patient effects were reported.